Event description:
It was reported that during a ptca procedure involving 2 coronary arteries, the balloon became lodged in the mid circumflex. Upon removal the balloon separated and the tip remained in the pt. A stent was placed to secure the retained balloon material. The pt experienced a drop in hematocrit due to bleeding in groins. On 2/13/99 coronary bypass surgery was performed and removal of remaining balloon material was attempted. Pt experienced initial cardiovascular improvement; however, pulmonary status worsened. Pt suffered respiratory arrest and subsequently expired on 2/26/99.